Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient reported her cgm values were erratic, reading between 90-100 mg/dl and the patient reported having to calibrate the device throughout the day. No specific cgm or bg meter comparison values were provided. Around 830pm, the patient began to feel dizzy, shaky, and could not talk very well. She was also vomiting. The patient¿s cgm was reading 41 mg/dl at this time. Since the cgm device had been inaccurate throughout the day, the patient was unsure at first if this value was correct. Therefore, she did a bg meter reading, which was also 41 mg/dl. The patient called emergency medical services (ems) and while waiting she ate peanut butter and jelly, orange juice, and a liquid glucose shot. Once ems arrived, the patient¿s bg meter reading was 40 mg/dl. No cgm comparison value was reported. The patient was treated with glucose gel and then transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 50 mg/dl. No cgm comparison value was reported. She was given peanut butter crackers, a turkey sandwich, and orange juice. She was also treated with IV glucose. Around 130am, the patient¿s bg meter reading was 199 mg/dl and the patient was discharged. She was advised to continue drinking orange juice. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.